Manufacturer narrative:
Concomitant medical products: dtmb1qq crtd, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The patient's left ventricular (lv) lead was explanted and a replacement lead was implanted in a different coronary sinus branch. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.